Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received open book image on the display screen. The customer was reporting other critical pump error. Customer stated that they went swimming with insulin pump when the alert occurred with open book image. Customer did not receive any other error alarm prior to open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.